Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted on (B)(6) 2016, rv pacing impedance rose to 4047 ohms up from a trend in the 589-1159 ohm range.

Event description:
It was reported that the right ventricular (rv) lead showed sudden high pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.